Event description:
It was reported that during a da vinci si surgical procedure, the permanent cautery hook instrument was broken. The intended procedure was completed successfully. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the drive cable is broken at the distal end. The pitch down cable is broken at the distal clevis hub. The able segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Other cables at wrist are not damaged. There were 5 uses left. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.